Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 10mm. Following the procedure, the physician who is a trained user, selected a myngrip vascular closure device 6f/7f to close the access site. It was reported that the balloon burst. The physician said it was not the "device fault", the physician said he could feel the balloon up against calcium and the physician continued to pull. The device was removed and the pt was converted to 8 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1303904) indicate that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear was the presence of calcification I the vicinity of the access site. It was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the physician said he could feel the balloon up against calcium and the physician continued to pull. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.